Event description:
It was reported that the patient presented remotely with an implantable cardiac monitor that experienced premature battery depletion and was at end of service. No resolution was reported.